Manufacturer narrative:
The insulin pump passed displacement test. However, the pump was unable to prime unit during the prime test and motor error alarmed during basic occlusion test due to faulty force sensor system. The motor was tested outside of the device and passed. The pump was received with minor scratches on lcd window. The pump was received with cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 448 mg/dl. The customer treated the high blood glucose readings with syringe. The customer stated that he changed his insulin last night and received a motor error. The customer also stated that he changed his battery and received another motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.